Event description:
Customer reported performing manual prime after inserting infusion set. Pump's prime history indicating that a 30u manual prime was delivered with set inserted. Customer was advised to start drinking juice immediately. Customer declined to seek medical treatment and stated that they do not need assistance. Family member advise during call that they live across the street from a hospital and would take them there immediately. At time of call customer went from 154 bg to 109 within 10 minutes during call.